Event description:
It was reported the patient was experiencing pain at the lead site and was not receiving effective stimulation. Reprogramming was unable to resolve the issue. The patient is requesting to have his scs system removed. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient's entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.